Event description:
It was reported that a user of the ilet experienced hyperglycemia of unclear cause, and troubleshooting and education were completed with no device alerts or alarms reported. Symptoms included elevated blood glucose. Outcomes included no documented long-term impairment or hospitalization. Investigation included case review and user troubleshooting. Investigation of this case revealed no device malfunction or component failure based on the lack of alarms and the information available. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.